Event description:
During setup of a new multi-patient disposable set, the contrast portion of the tubing kinked at tubing/drip chamber portion and was not allowing contrast to be injected. Staff attempted to unkink tubing and was unsuccessfull so a new set was set up and used. It worked just fine. No patient was involved. ======================manufacturer response for fluid management system, avanta (per site reporter).======================unknown at this time.